Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported marker lumen blockage was not confirmed. The reported bend/kink was confirmed. A factor that can contribute to lack of/slow device marking (no blood flow) can be influenced by, but is not limited to, user technique (under insertion and improper insertion angle). Additionally, too much downward or torsional pressure may have contributed to the reported kink and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a percutaneous coronary intervention. Reportedly, no femoral angiogram was taken prior to initial proglide use. All proglide devices were able to be flushed prior to insertion. After insertion into the anatomy, it was not possible to get good arterial blood flow through the marker lumen of the proglide device. The device was removed and a kink was visible below the area of the foot on the sheath. A second proglide was used with the same result. An angiogram was taken of the access site and calcification was visible. It was noted that the initial stick of the artery may have been in the side wall. A third proglide was used with the same result. Manual arterial compression was used to achieve hemostasis. The procedure was delayed until the next day due to an unrelated proglide issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy due to proglide device use. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.